Event description:
It is reported that the pt underwent total left hip arthroplasty on (B)(6) 2007. The pt experienced pain and noted loosening, plus capsular fibrosis with metal-on-metal reaction. Revision done on (B)(6) 2011.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer (B)(4) which markets the services in the u.s. The manufacturer did not receive explanted devices or x-rays for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. While cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that the revision surgery is related to the issues for which zimmer implemented correction in july 2008. Should additional info become available and/or the device (s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. Zimmer reference number of this file is (B)(4).